Event description:
A malfunction alarm was reported by the customer, and there was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with pump reset instructions, ensuring the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to contact technical support if the issue recurred, which the customer acknowledged.